Manufacturer narrative:
Additional narrative: additional device product codes: mnh; mni; kwp; kwq. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient had posterior spinal fusion surgery done on (B)(6) 2021. The patient underwent a revision surgery on (B)(6) 2021 as the patient was having complication from a right side s1 pedicle screw. The patient was experiencing right side leg pain. The screw was removed and new implants were put in. Procedure outcome is unknown. This report is for one (1) viper system cortical fix polyaxial screw 5.5 7 x 40mm. This is report 1 of 1 for complaint (B)(4).